Manufacturer narrative:
13 representative samples in sealed package and 25 actual samples without package were returned for investigation. The samples were subjected to visual inspection. Ink stain was observed on 13 representative and 25 actual samples. A review of the device history record revealed no irregularities during the manufacture of the reported lot. The probable cause could be at the apex printing station, there was overflow ink on doctor plate which during the printing process the overflow ink was transferred to the barrel causing ink stain on barrel. The doctor plate was replaced, and housekeeping was performed at the area. Produced parts were checked and free from ink stain after corrective action before proceed with production. The nonconformance could have been escapees which was failed to remove by the production technician from the line during line clearance resulting it to flow to subsequent process.

Event description:
It was reported that ink-like foreign matter was found on the bd syringes with bd precisionglide needles. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that ink-like foreign matter was found on the bd syringes with bd precisionglide¿ needles. There was no report of exposure, injury, or medical intervention.